Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.(B)(4).

Event description:
Event date has been changed to (B)(6) 2019.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump due to insulin flow blocked alarm at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer reported that the insulin pump had insulin flow block alarm in the past. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by infusion set change. The insulin pump will not be returned for analysis.